Manufacturer narrative:
Deflation was due to tear through the patch, apparently caused by fatigue. No other defect or abnormality was noted.

Event description:
Deflation resulting in explantation of implant.

Event description:
Deflation resulting in explantation of implant.

Manufacturer narrative:
Deflation was due to tear through the patch, apparently caused by fatigue. No other defect or abnormality was noted.

Manufacturer narrative:
Deflation was due to tear through the patch, apparently caused by fatigue. No other defect or abnormality was noted.

Event description:
Deflation resulting in explantation of implant.